Event description:
It was reported by the patient that the pdm's meter was wiped out and all data is cleared. It was also stated that the patient did faint while hunting and noticed the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm how the patient fainted. No lot release records were reviewed, as the product lot number was not provided.